Event description:
On (B)(6) 2012, it was reported that a patient became very aggressive after he was implanted. For one month, the device was on and programming to an output current of 0.25 ma. The patient would be undergoing electroconvulsive therapy for the aggression. Follow-up showed that the behavioral change was first seen on (B)(6) 2012. Diagnostics results were provided on (B)(6) 2012 and were within normal limits. The patient previously took medications that were not working, and the ect was extremely needed. No assessment of the relationship to vns was available. The patient's device was programmed to 0.25 ma on (B)(6) 2012. Prior to implant, the patient's medication (levetristam) was reduced due to availability; however, after implant, the prescribed dose was taken regularly. The patient had a previously history of aggression; however, the issue was extreme. The patient had to be calmed down on the day of implant. The patient did not have a history of physical attack; however, the patient attached two individuals. The patient's device was disabled on (B)(6) 2012 for ect treatment. A system diagnostic on (B)(6) 2012 was ok.

Manufacturer narrative:
.